Manufacturer narrative:
One controller was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. The reported controller failed alarm could not be confirmed via review of the controller log files since log file analysis did not reveal any anomalies during the analyzed period. Analysis of the device revealed that the device failed to meet specifications; the device passed functional testing but failed visual inspection as a result of a bent pin in the serial port connector, preventing the serial port cable from making a proper connection with the monitor. Heartware has opened an internal investigation to evaluate these types of anomalies . The confirmed malfunction is related to the reported event. The most likely root cause of the reported poor mechanical connection may be attributed to a forced connection. The reported controller failed alarm could not be confirmed or duplicated at the bench level. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The instructions for use (IFU) and patient manual include a warning to keep spare, fully charged batteries and back up controller available at all time. The steps for exchange of batteries and controllers are outlined. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported that the patient was sleeping when the alarm occurred due to a broken pin on a controller. He reports no symptoms at time of the alarm. The controller was exchanged with no issue to the patient.